Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Patient is bilateral and it is unknown which side was revised therefore the following sections could not be completed due to the part/lot information could be: category number - 11-173662; lot number - 044160; expiration date - may 31, 2018; implant date - (B)(6) 2008; manufacture date ¿ may 8, 2008. Or the part/lot information could be: category number - 11-173661; lot number - 415180; expiration date - jul 31, 2018; implant date - (B)(6) 2008; manufacture date ¿ jul 16, 2008. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported that a patient underwent left total hip arthroplasty on (B)(6) 2008. The patient then underwent right total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2014 on an unknown side due to unknown reasons. During the procedure the head was removed and replaced with an active articulation liner and head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.